Event description:
The customer reported sporadically occuring crumbs in the reverse typing when testing on tango optimo. These crumbs or buttons of red cells are interpreted as positive results. But the affected reverse type results are supposed to be negative. The customer reported that the issue arises with erytypecell-a2 and sometimes with erytypecell-0 of erytypecell-a1, -a2, -b, -0. The customer was not able to provide a date of event. The customer did neither return the supposeddly defective product nor patient samples that had caused false positives results. Therefore our quality control laboratory tested different donor samples with the retained erytypecell -a1, -a2, -b, -0 sample on erytype s ab0+d in tango optimo. All positive and negative reactions were correct. We did not observe any crumbs or buttons of red cells. A field service of the affected tango optimo gave no indication for a malfunction of the instrument. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytypecell-a1, -a2, -b, -0 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident